Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at 239.80 mcg/day and clonidine at 79.93 mcg/day via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 the patient reported that at her pump refill last month, the readout said the battery life was 9 months. This month the readout said (B)(6) 2017, so she lost several months. Per the patient, there was something wrong with the pump. The patient had recently had ¿major, major surgery¿ and she didn't want to do another surgery to replace the pump. They were expecting a 2-year recovery for her most recent surgery and were trying to get the bones to heal faster with a bone stimulator, so the patient had been wearing it. The patient was inquiring about an interaction with the pump. The patient had no symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.